Event description:
The investigator reported the patient had a subcutaneous wound infection and was hospitalized. The extension and stimulator was explanted. The event resolved and the patient fully recovered. The event was classified as "severe." The causality was reported as definitely probably related to the surgical procedure.